Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during an unspecified drain cycle of peritoneal dialysis therapy. The technical services representative assisted the registered nurse with ending the therapy. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no previous service events that were related to the reported condition. After review, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.